Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Two connectors of the distal end of the tigerpaw system ii fastener were not connected. The left atrium appendage was over stitched. Thee was no bleeding based on this event. The tissue was not traumatized. There were no patient negative effects.